Manufacturer narrative:
Exact date unknown, event occurred three months ago based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: (B)(4), model: sc-4318, batch: 26073907.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was confirmed through imaging that the patients paddle lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was retained by the medical facility and will not be returned.